Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Service inspected the analyzer, cleaned the wash cups, r1 & r2 reagent probes and replaced the cuvette dryer tip assembly. Cleaning of the wash cups, r1 & r2 reagent probes and part replacement resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results as described in this complaint after the cuvette dryer tip assembly was replaced and the wash cups, r1 & r2 reagent probes cleaned. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
A physician questioned a falsely elevated alinity c total bilirubin result of 4.52 mg/dl for patient sample ID (B)(6). The test was repeated, ID (B)(6), with a result of 0.48 mg/dl. The customer's normal range is 0.2 - 1.3 mg/dl. No adverse impact to patient management was reported.